Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the trial device worked, but ever since implant, the permanent system never worked the way it was supposed to. The patient reported that when the ins was implanted, the staples didn¿t hold it closed so the scar got huge from the battery pack. The patient also reported that he had bumps on his back where the leads were attached stating the leads were ¿not down the inside canal at all¿ stating ¿there is a pin that sticks up in my back and these things go out past that.¿ no further complications were reported.